Event description:
Health professional reported, "band and port explanted due to erosion". Health professional has declined to provide add'l info.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."